Event description:
It was reported that session sync stopped working on the programmer. The clinician attempted to use a wireless card from a different programmer that was working without issues, without success. The clinician then attempted to remove the keyboard cable and reboot the programmer, which resulted in the programmer continuously rebooting. The programmer will be sent in for repair. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.